Manufacturer narrative:
The controller was returned for evaluation. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed that a controller fault alarm was triggered on (B)(6) 2016 at 12:07:37. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately was lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the primary controller showed controller fault when the perfusionist attempted to set initial alarms during implant. The received error message lead to an alarm during case. The data port was disconnected after receiving the controller fault alarm to set alarms on backup to check for issues relating to monitor. The backup controller was able to accept the alarm programming appropriately so decision was made to replace the patient's initial primary controller ((B)(4)) with new primary controller ((B)(4)) prior to leaving the operating room.